Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The morning of the call they had a low of 38 mg/dl. They stated that they ate bread and lunch meat and now their blood glucose is 221 mg/dl. The customer declined troubleshooting for the low blood glucose because they did not believe it was because of the pump. The insulin pump is not being returned for analysis.